Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Upon inspection, the stm found the power supply was filled with dust and particles. A preventative maintenance (pm) had been completed by in-house personnel in the prior month. The stm disassembled the unit and power supply and cleaned the power supply and pcbs, reassembled the iabp and ran it for 1.5 hours with no failures observed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a maintenance code 7. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.